Event description:
The loaner core impaction drill was sent for svc and it overheated during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
The core impaction drill is a loaner device and it was repaired and put back into circulation.